Event description:
It was reported to philips that the system gave a remote alert indicating there was a short circuit in the generator, which can prevent x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.